Event description:
The service center was informed that the scope culture positive several times for staphylococcus aureus after reprocessing. There was no patient infection or patient involvement reported.

Manufacturer narrative:
The scope was returned to the service center and is pending evaluation. As part of our investigation, the olympus sales representative spoke with the customer and was informed that the facility has a two-part reprocessing method for the scopes. It is first used in the oer- pro for high-level disinfectant and then sterilized with eto gas. In addition, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. An olympus endoscopy support specialist (ess) conducted an in-service, which confirmed no deviations from the instructions for use, and all reprocessing steps were conducted correctly. The facility eto sterilized a device after high level disinfection with the oer-pro. As visual inspection on the received condition of the device did not find any stains or abnormalities within the biopsy and suction channels. The biopsy channel was inspected with an olympus boroscope. The boroscope was inserted in through the distal end side of the biopsy channel, and there is no stains, or foreign debris within. The suction channel was also inspected with the olympus boroscope, no issues noted. Inspection on the external components of the video scope showed discoloration on both ends of the bending section cover glue. The forceps elevator was fully manipulated in the up position and there is no foreign material. The complaint device passed the cosmo leak test. Olympus had asked the user facility to send the device to third-party labs for culture test, however, there was no response. As a result, no confirmed result of the culture test. In addition, olympus tried to obtain culture test result from the user, with no response was obtained. Based on the legal manufacturer's investigation, a conclusive, specific root cause has not been identified. If additional information is obtained, a supplemental report will be filed. Olympus will continue to monitor field performance of this device.